Event description:
Boston scientific crm received information that this device displayed an end of life (eol) battery status indicator associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. There were no adverse patient effects reported, and the device remains implanted and in service.

Manufacturer narrative:
Upon return to boston scientific crm's post-market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available. This issue is discussed in the quarter 3, 2010 version of our product performance report.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Upon return to boston scientific crm's post-market quality assurance laboratory, a review of device memory revealed the device declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. Additional lab analysis and testing showed eol was triggered earlier than expected by an extended charge time due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available. This issue is discussed in the quarter 3, 2010 version of our product performance report.

Event description:
The device subsequently was explanted and returned for analysis. This device's reporting status is changed to serious injury from malfunction due to explant with an early eol indicator suspected.